Event description:
It was reported that the right ventricular lead and the left ventricular lead both exhibited an increase in pacing threshold. The leads remain in use, however extraction with re-implant has been scheduled for both leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.